Event description:
On (B)(6) 2013, the lay user/patient¿s daughter contacted lifescan (lfs) alleging that the patient¿s onetouch select meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter. The patient¿s daughter reported that the alleged power issue began approximately 2 months prior to contacting lfs. The patient¿s daughter informed the mss that the patient manages her diabetes with oral medication(s) and confirmed the patient did not make any changes to her usual diabetes management regimen due to the meter power issue. However, the patient¿s daughter reported that 3 days after the patient discontinued testing her blood glucose due to the meter issue, she developed symptoms of feeling faint, vomiting and ¿high blood sugar¿. At the onset of symptoms, the reporter stated the patient was tested with a family members meter and obtained a reading in the ¿200¿s mg/dl¿. The patient was then taken to the hospital where she received treatment for a high blood glucose excursion. The reporter did not know what medication was given to the patient at the time of the hospital. At the time of troubleshooting, the cca noted the patient reported that the subject meter¿s battery did not need to be replaced per the owner booklet¿s recommendation. The alleged issue remained unresolved. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged power issue started.

Manufacturer narrative:
Follow-up # 1 (07/23/2013)-product evaluation the subject meter was returned on 07/15/2013 and analysis completed on 07/19/2013 by product analysis with the following findings: the analysis of the subject meter confirmed the reported complaint. The analysis of the subject meter identified a defective open/shorted capacitor. The battery was also found to be low/dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.